Event description:
It was reported that pump touchscreen was cracked and shattered while customer was putting on screen protector, although customer was still able to interact with pump despite damage. There was no reported impact to the customer¿s blood glucose level. Customer contacted support about an out-of-warranty loaner pump.